Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer¿s blood glucose level was 473 mg/dl. Insulin pump had hardware low level failure alarm at the time of self-test. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer did self-test and self-test was pass. The customer was advised to consult with their health care professionals. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.